Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the event occurred because the posterior end of the distal cover may not have fully extended beyond the hook of the endoscope, leading to it being incompletely attached. Consequently, it is believed that the load applied during use may have caused the distal cover to detach from the endoscope. However, the definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: it was confirmed that instructions for maj-2315 chapter 7, "operation" section 7.3, "attaching the distal cover" describes the appropriate attachment method of the distal cover. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the duodenoscope tip felt off. The issue occurred during a non-specified therapeutic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.